Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead's thresholds and impedance has increased. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Follow-up was conducted and from the information obtained it was reported that reprogramming intervention was performed for the rv lead where the lead integrity alert was changed to 2000 ohms. The patient will be monitored monthly. No patient complications have been reported as a result of this event.